Manufacturer narrative:
(B)(4) the hc550 respiratory humidifier is not sold in the u.s., but is similar to a product that is sold in the u.s. The 510(k) number of the similar product is k033710. Method: the hc550 respiratory humidifier and associated (B)(4) temperature probe were returned to fisher & paykel healthcare (B)(4). The humidifier was run and tested in accordance with the product technical manual. The associated temperature probe was also tested in accordance with the technical manual. Results: the humidifier and temperature probe functioned properly and passed all performance tests. Conclusion: no fault was found with the returned humidifier or temperature probe as the devices functioned properly during testing and passed all performance tests.

Event description:
A healthcare facility in (B)(6) reported that an hc550 respiratory humidifier overheats. No pt consequence was reported.